Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a flex harness failure. It was reported that the study contains bands in display and the catheter was difficult to remove from patient. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had markings in the study. Technical support started remote sessions into the customer's computer and saw an every 6th sensor error. The catheter went down smoothly and was unable to be removed from the patient's nose. No profuse bleeding during and after the catheter was cut in half to allow for removal. Patient was taken to outpatient hospital for observation. There was no patient and user harm.